Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery. A 2.75x24mm promus premier¿ stent was advanced to the lesion however the stent delivery system (sds) became hung up, pulling the guide into the vessel and almost touching the proximal end of the stent. The stent was able to deploy at 14 atmospheres for 20 seconds. Second dilation was performed at 16 atmospheres for 17 seconds however it was noted that the stent appeared to be twisted. The stent was post dilated using an nc emerge balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).